Manufacturer narrative:
Additional information: h11: the actual device was not available; however, two retained samples were provided for evaluation. Visual inspection of the retention samples did not identify any abnormalities that could have contributed to the reported condition. Functional push-pull, underwater leak, and air passage testing were performed; no disconnections or leaks were identified, and no blockages were found. Traction testing was performed with no issues noted. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had a split in the line. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.